Event description:
A malfunction code was reported by the customer, identified as malf 0, which indicated a software error. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance to reset the pump, which resolved the issue, and was advised to continue using the pump while monitoring for any recurring malfunction codes.